Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 03-year-old female child patient's infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with one infusion set used for five minutes. The blood glucose level of the patient at the time of event was 77 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.